Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during infusion of doxorubicina liposomiale they noted the catheter rupture with drug extravasation. They made a phlebographic examination where was evidenced a rupture of the catheter near the proximal site. They removed the device with no problem.